Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell in the water and an unspecified malfunction occurred. Customer experienced elevated blood glucose (bg) level in the 600 mg/dl range. A manual injection was administered to address bg. The customer reverted to manual injections for insulin therapy.